Manufacturer narrative:
No further patient information was provided by the customer. No troubleshooting was performed and a specific cause for the elevated results was not identified. The customer ran controls, and all patient samples again with no issues with discrepant results. The architect i1000sr analyzer, serial number (B)(4) was considered the likely cause. A review of the service history revealed no additional discrepant results with the analyzer as the likely cause, nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect i2000sr analyzer was identified.

Event description:
The customer observed false positive architect stat troponin-I result for 1 patient. The following data was provided (units of measure = ng/ml): patient 1 initial result = 0.02 (negative), repeats = 1.59 (positive), 0.02 (negative); patient 2 sid (B)(6) initial result = 0.01 (negative), repeats = 0.19 (negative), 0.01 (negative). No impact to patient management was reported.